Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "we received a notification from the nursing team that passage of PICC catheter showing flow and reflux, when introducing the guide wire it proved to be defective, showing resistance during passage and it was not possible to complete the introduction, upon removal it showed signs of rupture". No other information was provided. Additional information received on 11.oct.2023: it was reported there was no harm to the patient or healthcare professional. The event took a little bit longer, another PICC was placed and remains in the patient. Patient treatment administered was chemotherapy.

Event description:
It was reported by the customer "we received a notification from the nursing team that passage of PICC catheter showing flow and reflux, when introducing the guide wire it proved to be defective, showing resistance during passage and it was not possible to complete the introduction, upon removal it showed signs of rupture". No other information was provided. Additional information received on (B)(6) 2023: it was reported there was no harm to the patient or healthcare professional. The event took a little bit longer, another PICC was placed and remains in the patient. Patient treatment administered was chemotherapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a damaged guidewire is confirmed and was determined to be use related. One 0.018 in. Nitinol guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed use residue on the returned sample. The core wire of the guidewire was found to be broken and the coiled wire was observed to be unraveled. The distal end of the coiled wire was observed to not be unraveled and a relatively large amount of biological residue was observed at the proximal end of this section of the coiled wire. A microscopic observation revealed the break site of the core wire was tapered and mostly flat with a granular surface texture. The weld tip of the guidewire was observed to present and attached to the coiled wire. The characteristics observed on the returned guidewire are indicative of a tensile failure caused by excessive pulling forces on the guidewire. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. As a note, normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "we received a notification from the nursing team that passage of PICC catheter showing flow and reflux, when introducing the guide wire it proved to be defective, showing resistance during passage and it was not possible to complete the introduction, upon removal it showed signs of rupture". No other information was provided. Additional information received on 11.oct.2023: it was reported there was no harm to the patient or healthcare professional. The event took a little bit longer, another PICC was placed and remains in the patient. Patient treatment administered was chemotherapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "we received a notification from the nursing team that passage of PICC catheter showing flow and reflux, when introducing the guide wire it proved to be defective, showing resistance during passage and it was not possible to complete the introduction, upon removal it showed signs of rupture". No other information was provided.